Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and found moisture damage on battery tube. Battery tube was realigned and powered up successfully. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, battery tube threads - cracked, cracked case (battery tube), label damage (stained), scratched case and corroded battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Exposed to moisture damage confirmed on the battery tube. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the crack case battery tube side and pump no longer turning on. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.